Event description:
It was reported that t2 anchor did not deploy. It came out of the meniscus. No patient injury was reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.